Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-apr-2016: (B)(4). Lot number: 810879 manufacturing date: 16-dec-2010, expiration date: dec-2013. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) removed approximately 1 year and a half after insertion due to pelvic pain. This pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2011. Physician reported that, in (B)(6)-2013, essure was removed due to pelvic pain. Follow-up received on 29-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 31-mar-2016: no response was received to follow-up attempts. Follow up 04-apr-2016: physician provided the essure lot number as 810879. No additional information was provided. Company causality comment: this is a medically confirmed spontaneous case report that refers to an adult female patient who had essure (fallopian tube occlusion insert) removed approximately 1 year and a half after insertion due to pelvic pain. This pelvic pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. Since lot number was provided, an updated product technical complaint is required. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).